Event description:
It was reported that during aneurysm surgery using as opmi pentero microscope, the light went out and an error message was displayed. The surgeon activated the microscope's backup light source and continued the procedure. Ten minutes later, the backup light source failed requiring the surgeon to switch to a different microscope to complete the procedure. The total procedural delay was approximately 30 minutes. The surgeon reported that there was no apparent injury to the patient.

Manufacturer narrative:
A field service engineer inspected the microscope. The system indicated that the first lamp bulb had 515 hours of use and the backup lamp had considerably less than 500 hours of use. The engineer removed the lamp housing and determined, via bench testing, that the lamp housing cooling fan had failed. The user manual includes a checklist that is required to be followed before each surgery. The checklist includes instructions to check the functionality of the lamp housing cooling fan and light source and to make sure there are suitable replacement lamp bulbs available. The user manual also instructs the user to replace the lamp bulb when it exceeds the maximum service life of 500 hours otherwise a sudden failure may occur. Site contact info: same as initial reporter.